Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient's infusion set was detached from quick connector while the patient was swimming. The site was patient's lower back and left side of patient's abdomen. The infusion set was used for one to two days. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information was available.

Manufacturer narrative:
Patient city:(B)(6).